Event description:
The recipient reportedly experienced sound quality issues and decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was severed at the fantail and near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed the electrode was severed at the flange prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail and near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed the electrode was severed at the flange prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaints of sound quality issues, overly loud sounds, decreased performance, or fluctuating impedances could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed all of the electrical test performed. This is the final report.